Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump also received with cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer¿s blood glucose level was unknown. Customer was able to rewind the insulin pump after rewinding. The device will be returned for analysis.